Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2025, the patient's spouse stated that the patient was discharged from the hospital; however, he declined to provide further event details about how the cgm was functioning or what treatment was provided while in the hospital. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.